Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 330 mg/dl, 114 mg/dl, and 50 mg/dl. Low blood glucose symptoms were reported with these results. The customer was given 6 oz. Of pineapple juice after the result of 50 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.